Event description:
It was reported that the patient presented to the medical center with pulse generator pocket tenderness, redness, and ¿oozing¿. The pulse generator system including the boston scientific right ventricular (rv) lead was explanted. The patient was in stable condition. A pulse generator system re-implant is anticipated after the infection is cleared. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).